Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that they were not receiving low cartridge alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's settings show that the low cartridge warning level was set at 20 units. The pump was returned with the alert, reminder, warning and alarm sound settings set to high. The temporary basal setting was off and the remote bolus was set to vibrate. A low cartridge warning was reproduced for the investigation with the sound settings set to high. The pump gave the appropriate sound and displayed the correct message on the screen. The pump also gave the appropriate warning when the alert was set for vibrate. The alarm was reproduced in the device's history. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.